Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of pacing lead the patient experienced several cardiac arrests during implantation procedure. The patient received cardiopulmonary resuscitation (CPR). The pacing lead was removed and the procedure will be completed in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.